Manufacturer narrative:
The company representative examined the laser system and was unable to duplicate the customer reported event. The company representative replaced the keyswitch cable assembly and the probe detector printed circuit board (pcb) for diagnostic purposes. The laser system was then tested and met product specifications. The keyswitch cable assembly and the probe detector pcb was returned for evaluation. Additional information regarding product evaluation is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during surgery, the laser would not turn on. The system was switched out and the case was completed with no harm to the patient.